Event description:
It was reported that threshold measured 1.0 v but there was no pacing. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.